Event description:
It was reported that the catheter dislodged. Per the reporter the catheter "kept coming out and then they got it to stay" and the patient hasn¿t had that problem since. This occurred after the system was implanted. No patient symptoms, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Adverse event or product was updated/corrected to product problem only. Health professional was added as a report source. Type of reportable event was updated/corrected to malfunction.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j10935r35, implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that it was unknown where the location of the catheter issue was. Additionally, the health care provider (hcp) did not know if the catheter issue resulted in patient symptoms. No surgical intervention occurred. The patient was noted as not recovered, symptoms/issue ongoing. The drug delivered via the device system was morphine.